Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 1 day post implant of this 23mm mitral annuloplasty band, it was explanted and replaced with a 25mm bioprosthetic valve. It was reported that there was trace mitral regurgitation following the repair, but the regurgitation had advanced to severe by the following day. It was also reported that there was demonstrated dehiscence of the patch applied to the posterior leaflet. Therefore, the patient's native valve could not be repaired. No additional adverse patient effects were reported.